Manufacturer narrative:
The technical investigation of the returned device showed no irregularities. The balloon is still well folded and, judging from the x-raymarkers, the stent is not displaced and the crimped diameter of the stent still complies with the specifications. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection.based on the conducted investigations, no manufacturing or materialrelated root cause could be determined.

Event description:
This was intended to treat a severely calcified lesion in the lad but the pro-kinetic energy stent could not pass the lesion.